Event description:
The product was used during reconstructive surgery. The suture absorbed quickly and lost tensile strength. The surgeon removed the suture and completed the procedure without further incident.